Event description:
The pt came into the dispenser's office for a routine check up and reported missing wax guards on his hearing aid (h/a). The h/a specialist saw 3 wax guards in his ear canal. She referred the pt to his dr for removal. There was no sign of injury reported.